Manufacturer narrative:
G4: 18feb2021. B4: 19feb2021. H11: g5: k102985. The front bezel was return for analysis. It was determined that liquid ingress due to the variability of the assembly process caused the reported navigation ring failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(6) 2020. (B)(6) 2020 . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator's navigation ring was broken. There was no patient involvement.

Manufacturer narrative:
G4: 02dec2020. B4: 06dec2020. The service engineer (se) inspected the device and confirmed the reported issue. The se replaced front bezel to address the reported issue. The unit was checked overall, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.